Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: this pc is related to (B)(4) which reports that the infection was suspected during the removal surgery. This pc reports that the secondary fracture occurred due to fall after the surgery. It was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation with the tfna for the trochanteric fracture of the femur. In (B)(6) 2022, the patient fell off, and the fracture occurred. The surgeon decided to remain implants in place and treated conservatively. No further information is available. This report is for one (1) lockscr ø5 l38 f/nails tan light green. This is report 3 of 4 for complaint (B)(4).